Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and inadequate capture were not confirmed. Final analysis found that as received , a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. The test for hi-pot failed due to procedural damage. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.